Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level ranged from 202-229 (mg/dl). The customer will continue to use the current pump for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.